Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tab breaker not retaining tabs well. Worked fine for approximately 10 cases prior. During tab breaking part of procedure a tab was not retained by tab breaker and fell into the wound almost hitting spinal cord. The tabs are sharp.

Manufacturer narrative:
(B)(4). The verse 3 in 1 outer shaft driver (product code: 2997-04-310, lot number: pu96020) was returned to the complaints handling unit (chu) . This tab breaker driver did not immediately appear to have any defects. However, closer examination of the mouth of the instrument found that the leaf spring was not flush with the side of the instrument. Inserting the tab to a spare extended tab screw found that there was still some resistance to the tab falling out, but the tab was still not as secure as intended due to the leaf spring jutting out from the side of the tab breaker. This may have happened by placing an unexpectedly high amount of force on the leaf spring by moving the tab breaker from side to side in an attempt to break the tab as opposed to simply backward and forward as recommended by the surgical procedure for verse products. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the tab breaker not retaining tabs cannot be determined from the sample and information provided. A potential root cause may be due to an unexpectedly high amount of force being placed on the leaf spring by moving the tab breaker from side to side in an attempt to break the tab as opposed to simply backward and forward as recommended by the surgical procedure for verse products. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.